Event description:
On (B) (6) 2010 the pt reported that over the past 2 days, he has had elevated blood glucose readings up to "hi" on his meter. His target range is 140-150 mg/dl. He stated when he lifted his shirt, he discovered his insulin infusion set had come out of his skin and the cannula was bent. The pt did not require assistance from a healthcare professional or second party to address the issue. The infusion set was replaced and requested to be returned for eval.